Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing. Tandem technical support (cts) educated the customer on the reason for air bubbles and that the air bubbles should be primed out; customer acknowledged. Customer's blood glucose 137 mg/dl.